Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: date of event was provided and is in this follow up. Additional information was provided in regards to the initial report. There was a bandage contacts lens placed on the right eye. The patient outcome is stable and normal. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter: - (B)(6) phone number. Field service visited the account and performed a system check. He replaced optics, calibrated system and variation working at normal value. System is in abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that system stopped and gave laser error message during treatment and procedure was not completed during the same visit. Additional intervention required.

Manufacturer narrative:
Additional information:it was learned that patient had to come back the day after the surgery to complete the procedure.